Event description:
Left ruptured, right marked bleed/incipient rupture. A 30 yr old white g3p3 female status post bilateral subpectoral inframammary augmentation w/ surgitek gels, believed to be approx. 310 cc on 5/15/89. Decreased in size noted. No history of trauma. Mild local discomfort. Complaints of systemic problems for approx. 2 yrs including: arthralgias, myalgias, dysesthesias, fatigue, adenopathy, fever, neurocognitive problems, dry mouth, hair loss, and gastrointestinal problems etc. Pt is an otherwise healthy nonsmoker. MRI positive for left rupture. Exam positive for bilateral grade I contracture with a 1.5 cm axillary lymph node. Surgery 8/15/94 positive for marked bleed.